Event description:
The customer reported that while the unit was in use on a pt, the unit's display screen went blank. The unit smelled of heat-related damage and the power was gone. The pt was switched to another unit and therapy was continued. No pt injury was reported.